Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing poor performance, pain, discomfort, and non-auditory sensations with device use. The recipient was prescribed medication for vertigo (type unknown). A CT scan confirmed electrode migration. The recipient is currently undergoing vestibular rehabilitation for management of vertigo.